Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on the morning of (B)(6) 2019. The reporter claimed obtaining blood glucose readings of ¿116 and 52 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that she does not take any medication for her diabetes and claimed that she continued with her usual diabetes management routine in response to the alleged inaccuracy issue. The patient reported developing a symptom of "seizures" 40 minutes after the inaccuracy issue began and was given some juice by her husband as treatment for her symptom. The patient also reporter checking her blood glucose with a conture device on (B)(6) 2019 at 7pm but was unable to provide the result obtained. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. In addition, based on the information provided, the patient was following the correct testing procedure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.